Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported that while attempting to apply an adc device, it was unsuccessful due to failure to fire due to the sensor being stuck in the applicator. As a result, the customer was unable to monitor their blood glucose and experiencing bleeding. The customer was unable, requiring their caregiver to apply a plaster. There was no report of death or permanent impairment associated with this event.t with sugar